Event description:
Upon removal of the 16 gauge angiocath catheter during the process of performing a chest tapping. The catheter was found to have approximately 1.5-2 cm missing from the catheter tip. The catheter fragment was successfully removed via surgical intervention.